Event description:
On (B)(6) 2023 critically ill pt on transport to higher level of care hospital between hospitals on fully charged pump. Pt on meds to treat high blood pressure for head bleed. Without warning the IV pump battery failed, screen went blank and pt became hypertensive. Upon arrival at receiving hospital, new IV pump found and pt was able to be stabilized. We believe this issue, is related to the csb energy technologies batteries, being distributed from the OEM, as we are not experiencing these issues with pumps which have the panasonic batteries in them. Reference: mw5114972.